Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the device never triggered the replacement indicator while implanted and there were no field allegations against the device. Initial analysis noted that the device did not pass a portion of the returned products test, so further analysis was performed. Detailed analysis revealed that while performing manual testing of the atrial sensitivity, the pacemaker did not inhibited pacing at the programmed settings; the device passed all other manual testing. The pacemaker was subjected to thorough testing, at which time the pacemaker case was opened and the battery voltage and current were found to be normal. X-ray analysis confirmed no irregularities. Further inspection of the hybrid and components revealed several cracks in the solder junctions and at least two complete separations were noted on a component. It was concluded that the pacemaker paced and provided critical therapy, but did not sense correctly. No further testing was performed.

Manufacturer narrative:
The device is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.